Manufacturer narrative:
Event date corrected from (B)(6) 2016. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the left anterior tibial artery. A 300cm v-14¿ controlwire ®was advanced to the target lesion. However, during removal of the device, the distal tip broke off. The tip fragment was then jailed on the target lesion with a stent. The procedure was completed with a non-bsc guide wire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the left anterior tibial artery. A 300cm v-14¿ controlwire® was advanced to the target lesion. However, during removal of the device, the distal tip broke off. The tip fragment was then jailed on the target lesion with a stent. The procedure was completed with a non-bsc guide wire. No patient complications were reported.